Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the review of the provided medical records states the following: "rejected for medical review - cannot confirm event, need additional serial post op x-rays and revision operative report." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot and sterile lot provided. Conclusions: the review of the provided medical records states the following: "rejected for medical review cannot confirm event, need additional serial post op x-rays and revision operative report." The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, additional serial post-operative x-rays and the revision operative report as well as follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: tri ts femur sz6 left; cat#5512-f-601; lot#mzkx; tri ts baseplate size 5; cat#5521-b-500; lot#myku; tri press-fit stem 19x150mm; cat#5566-s-019; lot#m9c55i; tri press-fit stem 15x150mm; cat#5566-s-015; lot#m9h61i; triathlon femoral distal augment 10mm - size 6 left; cat#5541-a-601; lot#kodz; triathlon femoral distal augment 10mm - size 6 left; cat#5541-a-601; lot#kodz; triathlon total knee system offset adapter 4mm; cat#5570-s-040; lot#m9t69h; tri post augment sz6 5mm; cat#5543-a-600; lot#kylw; tri post augment sz6 10mm; cat#5544-a-600; lot#mgby; triathlon total knee system offset adapter 8mm; cat#5570-s-080; lot#m7c39ad. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that the patient's left knee was revised. As reported by rep: "revision of a revision on (B)(6) 2015 [revision was of competitor devices]¿due to potential infection". A 5x25 ts insert was revised to a 5x31 ts insert.